Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able placed onto tissue but failed to release from the catheter. Reportedly, the clip released when the device was pulled straight, and the procedure was completed at this time. There were no patient complications reported as a result of this event.